Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a total lap hysterectomy procedure, the distal end of the tissue pad dislodged. The piece was retrieved. Another device was used to complete the procedure. There was no adverse consequence to the patient.